Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Manufacturing location: (B)(4). Manufacturing date: april 28, 2016. Expiration date: march 31, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the patient was implanted with a non-synthes inflatable femoral nail on unknown date for a left midshaft femoral fracture with a large medial butterfly fragment. On unknown date, it was determined that the implant was bent. The patient was returned to surgery on (B)(6) 2016 where all hardware was removed. The patient was then revised to the 11mm long nail trochanteric femoral nail advanced (tfna), a 95mm lag screw, and two (2) 5.0mm distal locking screws. During routine follow up examination, the patient reported pain in the left femur. X-rays take that day showed nearly complete healing of the medial butterfly fragment. However, the lateral cortex failed to unite, causing a varus deformity at the knee. The patient was again returned to surgery on (B)(6) 2016 where all hardware was again removed. The patient was revised to a 12mm nail, another 95mm lag screw, one (1) 5.0mm distal locking screw, and two (2) distal blocking screws to correct the deformity. The surgery was completed successfully with no delay and no harm to patient. This is report 3 of 4 for (B)(4).